Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-01424.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2019-01424. It was reported the patient experienced a cerebral spinal fluid leak during an scs implant procedure. It was also reported that shortly after the scs implant procedure the patient passed away. The cause of death is unknown.